Event description:
Doctor reported that during a procedure where he was trying to remove two implants the implant removal tools fractured. Doctor completed the procedure removing the implants with trephine. Unable to confirm reason why the implants were removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.